Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous, 100% stenosed left common iliac artery. The lesion was pre-dilated with a 4.0x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter and a 6.0x80 mm armada 35 pta catheter. The 7x59 mm omnnilink elite stent delivery system (sds) could not cross the lesion due to the anatomy and the stent moved on the balloon during the advancement attempt but it did not come off the balloon. The sds and the sheath were removed together to reduce the risk of the stent coming off of the balloon, and another dilatation was performed before a 7x39 mm omnilink stent was placed and deployed at the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.